Event description:
It was reported that the patient's outflow graft (ofg) had developed a kink, so the patient underwent an ofg revision.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.